Manufacturer narrative:
(B)(4). (B)(6). This lot was manufactured september 9, 2016 ¿ september 12, 2016. One actual folfusor unit was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection on the unit via the naked eye shows no signs of physical abnormality that could have caused the reported leak problem. A functional leak test was performed and no evidence of leak was found on the device. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed with a crystallization of 5fu in a small volume folfusor. There was no patient injury or medical intervention associated with this event. No additional information is available.